Event description:
The customer reported the ventilator alarmed during servicing due to a 24/+-12v power fail occurrence. The customer reported the device was not in use. A 24/+-12v power fail occurrence during normal ventilation operation may result in the ventilator shutting down, and audible power fail alarm will activate. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse determined the ventilator backup battery was faulty. The biomedical engineer reported the backup battery was replaced and the reported problem corrected.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.